Event description:
The customer returned the colonovideoscope to the service center for evaluation of a separate issue. During testing, the repair center technician found air water supply had white residue inside the channel, air water flow. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection.a root cause could not be identified. Based on the results of the investigation, the cause of the malfunction was not established.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.this MDR was submitted during the system outage from july 22, 2026 to july 27, 2026 which may result in a delay of receipt of all of the acknowledgements.